Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (type, date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.